Event description:
A break in the retention dome during traction removal. The indwelling period was 120 days. The dome portion was removed endoscopically using grasping forceps.

Manufacturer narrative:
A chr could not be completed since the lot number was not indicated. The complaint is inconclusive since the product was not returned for eval.